Manufacturer narrative:
(B)(4). Date sent: 09/21/2004. Code 400: viscous silicone. Eval summary: the instrument was cycled fired 1 ejected clip due to viscous silicone and 1 scissor clip. Device locked out as intended. Lock out was broken during analysis, the instrument was found to have slow feed due to the viscous silicone.

Event description:
It was reported that the device was used during the nephrectomy, after firing the device the staples surged and would not fire. Another device was used to finished the case. No pt consequences.